Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Manufacturer narrative:
Issue is being investigated by the manufacturer.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Information was received indicating the allegation of the rack falling of a manual trolley ¿ a washer disinfector accessory. When reviewing reportable events for this type of issues we found a low baseline of event occurrence. When the event occurred, the device did not meet its specification. Upon the event occurrence the device was not being used for patient treatment. The device affected is a manual loading trolley, accessory dedicated to be used with the 8666 washer disinfector. During the investigation course, the getinge technician inspected accessory of this kind available at the customer site and found 6 units with missing end stop pins- a part that exists to avoid a cart movement when placed on the trolley. The service technician ordered the missing parts and installed them on the trolleys, therefore the problem was solved at the affected facility. The complaint was investigated by the subject matter expert (sme) from the manufacturing site who confirmed that the ring, which is to fasten and hold the pin in place can become bent and lose their functionality during the usage of the cart. As a result, the ring eventually breaks and consequently the pin falls off the trolleys causing the cart docking mechanism failing their function.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by the manufacturing site, however it was confirmed that the trolleys which played role in the issue at hand were manual transfer trolleys for the model 8666 washer disinfectors.

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of washer disinfectors (B)(4). As it was stated by the customer, the trolleys used together with the washer disinfector were falling off of the transfer trolleys on the floor. There was no injury reported however we decided to report the issue based on the potential as any trolleys falling off might cause an injury.